Manufacturer narrative:
The caregiver was placed on light duty and attended physical therapy for the injury. A visual and functional inspection was performed by a stryker field service representative. It was identified that the zoom disengages during use due to a broken/damaged zoom load cell. The issue was resolved for the customer by replacing the load cell.

Event description:
It was alleged that the zoom suddenly stopped moving causing the user to experience a muscle strain.

Event description:
It was alleged that the zoom suddenly stopped moving causing the user to experience a muscle strain.